Event description:
It was reported that the device had possible early battery depletion due to increased left ventricular (lv) lead thresholds requiring increased lv output. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 implantable pacing lead, (B)(6) 2011; 6947 implantable tachy lead. (B)(4).